Event description:
A malfunction on the pump was reported by the caller, which caused the customer's blood glucose level to reach 586 mg/dl. Technical support provided instructions to reset the malfunction and assisted the caller in successfully resetting the pump. The customer was informed to continue using the pump and to contact technical support again if the issue recurred.